Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2022 and suture was used. During the procedure, needle broke off the thread. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Additional information was requested, and the following was obtained: was the needle it retrieved during the same surgical procedure? It was not necessary to find the thread inside the patient, it remained on the needle holder. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue?no organ or tissue was therefore damaged. What is the most current patient health status and condition? The patient is currently fine and in good condition. Lot number? Rebchzs0. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: according to the information received, during the suture during cesarean section, the needle broke off the thread. One sealed packet of product code j246h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issues related to no defects were observed during evaluation. Functional test was performed, and the pull force meet the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.